Manufacturer narrative:
The exact "date(s) of event(s)" have not been provided. The consumer was unhappy with device and has returned the chair to the provider. The provider states the chair is in good condition.

Event description:
Alleges driving at speed around 4mph. Alleges he was wearing his safety belt. Alleges his feet were not properly strapped in, he hit a bump, his feet began to slide, and then his torso began to slide and alleges his shoulder came out of his socket.

Manufacturer narrative:
The consumer was unhappy with device and has returned the chair to the provider. The provider states the chair is in good condition. The provider did not return the device to pride and cannot locate the device at this time.

Event description:
Alleges driving at speed around 4mph. Alleges he was wearing his safety belt. Alleges his feet were not properly strapped in, he hit a bump, his feet began to slide, and then his torso began to slide and alleges his shoulder came out of his socket.